Manufacturer narrative:
Concomitant products: guide wire: whisper; guide cath: 7 french xb 3.0; sheath: 7 french short sheath. There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. The reported patient effect of dissection, as listed in the coronary stent graft system, graftmaster rx instructions for use (IFU), is a known patient effect that may be associated with coronary stenting. In this case, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that the staged procedure was to treat a large existing coronary aneurysm in the circumflex coronary artery. The aneurysm is located between a small first obtuse marginal branch and a moderate-sized 2nd obtuse marginal branch. After predilatation of the aneurysmal segment with a 2.5x15 mm non-abbott balloon catheter, the 3.5x26 mm graftmaster stent was deployed. After deployment it was observed that the proximal 1/3 of the aneurysm was not covered by the covered stent; therefore, a 3.5x16 mm graftmaster stent was deployed overlapping the 3.5x26 mm stent for coverage of the remaining segment. Angiography then revealed an edge dissection distal to the distal stent which was treated successfully with a 2.75x18 mm xience xpedition drug eluting stent. All three stents were post-dilated. Final angiography revealed the coronary aneurysm was completely excluded by the covered stents successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.